Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported that the patient's lead and generator were explanted and replaced on (B)(6) 2011. It was indicated that the generator was replaced due to end of service; however the reason for the lead replacement was unknown. Additional information was received from the surgeon's office indicating that the reason for the lead replacement was lead wire failure and high impedance. Specific diagnostic results were not provided. The explanted products will not be returned as they have been discarded, and attempts for additional information have been unsuccessful to date.